Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 542 mg/dl. The customer was treated for high blood glucose. The customer was offered to troubleshoot but she said that she wasn't feeling well. The customer was advised to call back when she feels better to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.